Event description:
It was reported that the patient had a ¿roller gram¿ done in which it was discovered that the catheter was kinked. The catheter was revised. It was not known what medication this device system delivered at the time of the event. The patient further reported that he had a rotogram (roller dye study) and the pump was ¿leaking¿ and the catheter was kinked and the catheter was revised. The patient further noted a change in therapy effect as he had not had adequate therapy effect since before catheter revision in april.

Manufacturer narrative:
Product ID 8709, lot# j11215r63, implanted: 2002-(B)(6), product type catheter.

Manufacturer narrative:
(B)(4)